Event description:
It was reported that patient experienced persistent incontinence. He underwent a revision procedure of his artificial urinary sphincter (aus) where no components were explanted and an additional cuff was added. No adverse patient effects.